Event description:
It was reported that an ilet user experienced elevated glucose readings while using a libre 3+ continuous glucose monitor (cgm), with concurrent fingerstick values confirming hyperglycemia. The user disclosed consuming larger-than-usual carbohydrate meals but announcing them as usual size, which likely resulted in underdosing. Symptoms included hyperglycemia peaking at 250 mg/dl. Outcomes included self-monitoring at home with blood glucose trending down by the end of the call. Investigation included technical support troubleshooting and user education regarding accurate meal announcements and consideration of a site or supply change. Investigation of this case revealed use error related to incorrect meal size announcements leading to elevated glucose values, with no device malfunction identified. It was concluded that the event was attributable to user handling and education needs rather than a device failure, and the user was instructed to continue monitoring and adjust meal announcements accordingly.